Manufacturer narrative:
Investigation summary: investigation was performed for lot number 7055663. According to the assembly process, there isn¿t evidence in the batches related or recorded with this failure mode. No deviation found in the DHR analysis. The possible cause of defect, is the shock of part with the needle feeder system together the pack machine. The samples received were analyzed, the defect was confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed - according assembly process, there isn¿t evidence in the batches related and recorded with this failure mode. No deviation found in the DHR analysis the possible cause of defect, is the shock of part with the needle feeder system together the pack machine. The complaint will be monitored for trending evaluation. Root cause description: needle may have impacted the mezzanine feed conveyor.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us.

Event description:
It was reported that a bd¿ precision glide¿ needle was found cracked during use. There was no report of injury or medical intervention needed.